Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the back upholstery is tearing at the seam on the right side.